Event description:
It was reported by the customer that his insulin pump had been exposed to moisture and upon inquiring further, it was discovered that he had been hospitalized for low blood glucose levels on (B)(6) of 2014. Blood glucose level was 19 mg/dl at time of hospitalization. Customer was advised to disconnect from pump. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Afterwards, reservoir was reinserted into insulin pump and a manual prime was performed. Insulin exited tubing. Insulin pump did not alarm and customer was advised the device was functioning properly. Informed customer that bolus does not resume after taking insulin pump off suspend. Nothing further reported. Blood glucose level was 283 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.